Manufacturer narrative:
The lead and anchors were not returned to saluda. A definitive root cause for the lead migration could not be determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes, uncomfortable changes in stimulation (over and/or under stimulation) and the patient may require surgery (including revision, explant, and replacement) as a result."

Event description:
A patient implanted with an evoke spinal cord stimulation system was evaluated for inadequate pain relief. X-ray confirmed lead migration. A revision was completed to restore therapy.

Manufacturer narrative:
Additional information: section d9 - 9. Date returned to manufacturer, device returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Correction: section h6 - type of investigation (originally reported as device not accessible for testing (4117) updated to testing of actual/suspected device (10). Investigation findings (originally reported as no findings available (3221) updated to no device problem found (213), investigation conclusions (originally reported as cause not established (4315) updated to no problem detected (67) section h11 - additional manufacturer narrative/corrected data the anchors and leads were returned to saluda. The anchors passed visual inspection and functional testing. The leads were cut during the revision procedure and could not be functional tested. A root cause for the lead migration could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes, uncomfortable changes in stimulation (over and/or under stimulation and the patient may require surgery (including revision, explant, and replacement) as a result."